Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The dates of the events are unknown; however, the article was published in 2011. For this reason, the (B)(6) 2011 was used as the occurrence date. Reference the article: raffa, giuseppe m., et al. "Aortic valve replacement for paraprosthetic leak after transcatheter implantation." Journal of cardiac surgery 27.1 (2012): 47-51. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. Investigation results suggest/indicate the cause of the pvl is unknown; however, the article reports ¿unequal distribution of aortic valve calcification and incomplete prosthesis apposition to the native noncoronary annulus¿ that likely contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through an edwards lifesciences affiliate in italy, through the review of the medical article: " aortic valve replacement for paraprosthetic leak after transcatheter implantation" the following event was identified as pertaining to edwards devices: a 26mm edwards sapien valve was implanted. Tee performed after the procedure and on the fourth postoperative day showed 1-2+ paraprosthetic aortic regurgitation (pvl). On the 25th pod, tee showed severe paraprosthetic aortic regurgitation (3-4+) with severe impairment of lv function. The patient underwent an unsuccessful attempt to balloon re-dilatate the sapien valve. Conventional avr via sternotomy was then performed. Intraoperative findings showed unequal distribution of aortic valve calcification and incomplete prosthesis apposition to the native noncoronary annulus. The edwards sapien valve was easily removed and a 23mm carpenter edwards bioprosthetic valve was implanted.